Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
Medical record review revealed the patient experienced pain at the ipg site. As a result, the patient underwent multiple surgical interventions to address the issue. On (B)(6) 2009, the patient's ipg pocket was relocated due to pain at the ipg site. On (B)(6) 2009, the patient underwent surgical intervention due to increased discomfort at the ipg site. On (B)(6) 2009, the patient's ipg was found to have flipped in the pocket. In turn, the patient underwent another surgical intervention to reposition the pocket on the same day. On (B)(6) 2009, the patient presented with her ipg being loose and moving in the pocket due to weight loss. As a result, the patient's ipg was explanted and replaced with a different model on (B)(6) 2010.